Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from (B)(6)'s. Confirmed revision of pinnacle/corail implants. Blood tests in (B)(6) 2012 showed high levels of cobalt consistent with metallosis. A subsequent MRI showed a collection of fluid over the right hip. The hip was aspirated in (B)(6) 2012, but ultimately was revised on (B)(6). Update oct 18, 2017: pinnacle spreadsheet received. Added dob. This complaint was updated on nov 16, 2017.

Manufacturer narrative:
Information received from kennedy's. Confirmed revision of pinnacle/corail implants. Blood tests in (B)(6) 2012 showed high levels of cobalt consistent with metallosis. A subsequent MRI showed a collection of fluid over the right hip. The hip was aspirated in (B)(6) 2012, but ultimately was revised on (B)(6) 2013. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.